Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the lamp didn't work as reported. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the main lamp didn't work and the emergency lamp worked when the power was turned on. In addition, clv lamp error e103 occurred. It was the first use after delivery. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. Since there was no abnormality in the appearance of the igniter, omsc presumed that the lamp didn't light up and an ignition error e103 occurred due to the failure of the igniter substrate.